Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The diabetes care manager stated that she met with the customer only once, on (B)(6) 2013 and, at the time, the customer was very resistant to help from diabetes care manager and the clinical team. Also, the customer's doctor stated that the customer had history of an eating disorder and was stacking insulin. The customer's doctor had request for a meeting with the customer and the diabetes care manager for carelink download and coaching. During the visit in the doctor's office on (B)(6) 2013, the customer was very guarded and was very resistant to carelink download; she did agree at the time, however, was not receptive to any coaching during that visit. The customer received a new insulin pump upgrade in (B)(6) of 2013; however, she did not return any call attempts for assistance with transferring of settings. According to the diabetes care manager, the customer was not wearing the new insulin pump received in (B)(6)of 2013. Prior to sending the insulin pump for analysis, the customer's diabetes care manager tried uploading the insulin pump to carelink; however they were unable to upload.

Event description:
It was reported that the customer passed away at home. The cause of death was reported to be complications of hypoglycemia. The customer was wearing the insulin pump at the time of death. The caller did not know the customer's blood glucose at the time of death. The customer was using cgm but it was not medtronic product, it was dexcom cgm. The caller stated that the cgm was sent to dexcom for evaluation. The insulin pump will be returned for analysis. No further information is available at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with battery. The insulin pump was received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case on the reservoir tube window corner, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker and broken battery tube threads. Data analysis: no data for (B)(6) 2015. Daily insulin total average from 2.7 to 4.8u, total basal insulin from 2.7 to 48u and total bolus insulin 0u. Data listed for the date from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.